Event description:
Boston scientific received information that the device reached end of life (eol) earlier than expected. It was noted that the atrial thresholds were high with a programmed value of 3.3 volts at 0.5 ms. The device was explanted and a new device was successfully implanted. No adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--